Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of osteolysis and wear.